Event description:
The pt reported she is not receiving stimulation after not charging her scs system for 4-5 months. A sjm representative advised the pt of the charging recommendations. Follow-up is pending.

Manufacturer narrative:
The 1627487-07262012-002-r. This ipg serial number was included in a field advisory. Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.